Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the tubing connector. The insertion site was the leg. The infusion set was used for three hours. No further information available.